Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device substantiated the reported experience. The locator wings were found to be slightly bent, which prevented their complete collapse into the clip delivery tubeset when the clip was fired. Subsequently, because the locator wings did not completely collapse, they captured the clip and combined with the mislocated clip captured within the locator wings would result in difficulty removing the device; however, this was not reported. Based on the evaluation findings, the probable root cause for the bent locator wings that captured the clip is tissue compaction that exerted a distal force on the locator wings while in the tissue tract. Tissue trapped between the distal-end of the clip delivery tubeset and the locator wings can bend the locator wings and interfere with the clip deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after uneventful device deployment, bleeding continued. When the device was removed, the clip remained on the clip delivery tubeset. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.